Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a high capture threshold. No intervention was performed and the patient experienced no consequences.